Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the options and bolus button were not appearing on the touch screen and that the area where these buttons should have been was grey except for a red 'x' as if the pump were in the process of delivering a bolus. Customer confirmed that a bolus was not being delivered, however. During troubleshooting with tandem technical support, the issue was resolved and insulin therapy was successfully resumed. Customer's blood glucose level was 305 mg/dl.